Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a stress fracture. This was noted during peritoneal dialysis therapy when applying the cap to the transfer set. The patient discontinued use of the fractured cap and used a new one from a different box. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.